Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with two vizigo sheaths that had different issues. After the device was inserted into the patient's body, impedance became indeterminate at the electrodes and could not be recognized, so ablation could not be performed. Then reverse blood was observed from the hemostatic valve. The bleed back was a few drops, the exact amount unknown. The sheath was replaced. However, after the second sheath was inserted, air continued to be introduced through the side port. The catheter was removed and reinserted straight but the issue was not resolved. The sheath was replaced and the procedure continued. No air entered the patient's body during either incident. No patient consequences were noted. There are two reports for the vizigo sheaths. This report is for the first device with the bleed back issue.

Manufacturer narrative:
On 18-may-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).